Event description:
The recipient reportedly experienced skin flap breakdown at the implant site. On (B)(6) 2017, the recipient underwent wound clearing and was treated with fucibet (betamethasone cream). The recipient was recommended device non-use for several weeks and prescribed fucibet twice a day for 2 weeks. As of (B)(6) 2017, the recipient's wound is healing well. The recipient was advised to continue fucibet for 1 month.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's wound has fully healed. The recipient has resumed device use. The recipient remains implanted. This the final report.